Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one (1) xiitp4313, (osseotite® tapered certain® prevail® implant 4/3 x 13mm) for evaluation. Visual evaluation identified the implant with signs of use, apparent bone / tissue attached to external threads. No damage identified or signs of malfunction that would contribute to the event. Damage identified from the removal process. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2014061435. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2014061435 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is clinician places implant in a patient with patient factors (e.g., poor bone quality, poor patient hygiene, periodontal issues, pre-existing medical conditions) incompatible with osseointegration of implant. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2023-00799. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient complained that the implants at tooth locations #5 and #6 were protruding, irritating and uncomfortable. The implants were removed. Symptoms as a result of the event: pain and inflammation.